Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the distal right coronary artery (rca). The lesion was 3.5 mm wide, 26 mm long, and 99% stenosed. The physician predilated the lesion prior to placing a 3.5 x 32 mm taxus express2 stent. Post dilatation stenosis was 0%. Target lesion 2 was a de novo lesion in the mid rca. The lesion was 4 mm wide, 20 mm long, and 80% stenosed. The physician predilated the lesion prior to placing a 4.0 x 28 mm taxus express2 stent. The 2 stents did not overlap. Post dilatation stenosis was 0%. The pt received aspirin and plavix pre procedure, integrilin during the procedure, and unfractionated heparin during and post procedure. The pt was discharged 8 days later on aspirin, plavix, diuretics, an ace inhibitor and atorvastatin. On day 407, the pt returned for a 13 month study driven angiogram. The 3.5 x 32 mm taxus stent had 90% in-stent restenosis. The pt had no symptoms. Another manufacturers 3.5 x 13 mm drug eluting stent was placed, and the pt had no further events. The pt was discharged the next day. In the opinion of the physician, there was a probable relationship between the taxus stent and the tvr.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.